Event description:
It was reported that during the procedure an error 12 (coolant overtemp) was observed. Patient was being treated for ¿big stone in the bladder¿. The procedure was stopped before the end. No additional information provided. No patient injury was reported.